Event description:
A beckman coulter, inc. (Bec) field service engineer reported that during installation of a unicel dxc 800 synchron system, there was fluid coming from outside of the 10 psi regulator and 5 psi closed tube sampling (cts) regulator. The system was also having level sense errors. Patient samples were not run during the event. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
The field service engineer replaced the bi-level float e switch, level sense assembly, and 2-way valve to resolve the installation (including leaking) issue. (B)(4).